Event description:
Information received from the article: baek et al. Acute basilar artery occlusion: outcome of mechanical thrombectomy with solitaire stent within 8 hours of stroke onset. Am j neuroradiol 35:989-93, may 2014. Medtronic (covidien) received information through literature review regarding adverse events and the manufactured products that were involved. 25 (twenty-five) patients (mean age 68, 14 males) with acute basilar artery occlusion were treated with solitaire fr. Interventional treatment was needed in 4 patients after thrombectomy failed. One patient (patient 1) received aggressive mechanical clot disruption and given in a single bolus injection low-dose ia (intra-arterial) urokinase infusion (80,000 iu). The patient also failed to achieve successful recanalization, with a final recanalization grade of tici 2a. Three patients received forced suction thrombectomy with a reperfusion catheter. There were 2 procedure related complications (1 was unrelated to the solitaire). One patient had an sah (subarachnoid hemorrhage) on the immediate post therapeutic CT (computed tomography) scan. The patient exhibited no post procedural neurologic deterioration or associated symptomatic parenchymal hemorrhage. The information was received from the same article as MDR# 2029214-2015-00222.

Manufacturer narrative:
The report was created to capture the complications involved with the device. The information was received from the article: baek et al. Acute basilar artery occlusion: outcome of mechanical thrombectomy with solitaire stent within 8 hours of stroke onset. Am j neuroradiol 35:989-93, (B)(6) 2014. The lot history record review was not possible since the lot number was not reported.